Manufacturer narrative:
Device investigation: results: there is no visible damage to the exterior of the pump. The regulator knob is loose and no longer properly attached to the pump housing. It appears that the set-screw was loosened. However, the dial is still attached to the regulator mechanism and the pump pressure can be adjusted. The pump is functional. The pump was tested and appropriate vacuum level max and min were verified. However the screw that holds the vacuum regular dial to the housing of the pump is loose and unstable. Conclusions: the device was evaluated and the description of the issue in the complaint was confirmed. The complaint stated that the pump dial was damaged. The pump set screw which secures the vacuum regulator dial to the pump housing was loose and therefore the knob was not secure. The knob was still capable of adjusting pressure. The cause of this complaint is unknown. For this hardware to come loose, it would require physically tampering with the set-screw to loosen the dial. The complaint states that the cause of the issue was unknown. The inspection records for this lot were reviewed and revealed no outstanding discrepancies, quality, or design concerns.

Event description:
The pump dial was found damaged before a procedure. The pump was used but worked intermittently. A back-up pump was available for use if needed. No one at the hospital knows how the pump dial was damaged.